Event description:
In 2008, the customer reported that the battery failed, and the unit unexpectedly shutdown after 6 minutes of operation. An unexpected shutdown could impact the delivery of therapy.

Manufacturer narrative:
In 2008, the customer reported that the battery failed, and the unit unexpectedly shutdown after 6 minutes of operation. An unexpected shutdown could impact the delivery of therapy. The unit had passed the shift check. The battery failed the battery capacity test. Both of the batteries were over 2 years old, and not being maintained as recommended by philips (i.e. Calibration every 6 months). We are considering this issue a user misunderstanding regarding the use of a drained battery/battery maintenance and no malfunction. The unit was not returned to philips for eval.